Event description:
Customer stated that he was unable to remove the battery cap on his insulin pump. Customer stated that he was not able to remove the battery cap with a quarter, and his mother had previously been unsuccessful in attempting to remove it with a screwdriver. Blood glucose level was 142 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with battery cap damage due to stripped coin slot. Cracked battery tube threads.